Event description:
A report was received that the patient's ipg had moved and was causing pain. It was also reported that the patient was having intermittent communication, frequent and extended time charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
The returned ipg (sc-1132/(B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient's ipg had moved and was causing pain. It was also reported that the patient was having intermittent communication, frequent and extended time charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction with the ipg.

Event description:
A report was received that the patient's ipg had moved and was causing pain. It was also reported that the patient was having intermittent communication, frequent and extended time charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure.